Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connector of the inner tube of the spinal anesthesia needle broke during use on a patient, and the inner tube could not be removed. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg.: 8/26/2024. H3 and h6. Codes: updated. Only the inner needle of the spinal anesthesia needle was returned. Upon inspection, it was found that the needle had come off from the base of the handle. This spinal anesthesia needle is a supplier manufactured component, so it is possible that the supplier's manufacturing process is the cause. The received device sample was sent to the supplier for further detailed investigation. A device history record (DHR) review could not be performed as the lot number was unknown.